Manufacturer narrative:
The reported complaint cannot be confirmed. The complaint handling specialist at infutronix followed up with the initial reporter on 02/13/2018 and confirmed that the two affected devices were leaking from the line filter site and were discarded. Thus, no device is available for evaluation.

Event description:
The distributor forwarded a filter leaking issue with the device obtained at the user facility to infutronix on (B)(4) 2018: "we've sent the pump home with patients and they've stated that the tubing leaks at the in line filter site. So far this has happened on 2 different occasions to 2 different patients. The situation is not ideal and is increasing chemo exposure for the family and friends of patients." The distributor also confirmed the affected device model on (B)(6) 2018 to be hs-004. No event date or patient information was available for either of the occasions. No patient harm was reported.